Event description:
The complainant reported that during impella cp support, a 75-year-old male patient had hemolysis. The patient experienced mean arterial pressure of 110-115 mmhg throughout support which was ultimately brought down to 86 mmhg with weaning of inotropic support. The patient was also given two units of blood products and the hemolysis improved. The patient was placed on comfort care and ultimately expired. Medical safety review noted that there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation for the hemolysis has been completed. The impella was returned for evaluation and visually inspected. No biomaterial observed. No broken blade or sharp edge found. Cannula shape and pigtail deformed. Data log reviewed: many suction alarms occurred. No motor current (mc) spike observed. No positioning issue alarms occurred and the logs show declining placement signal (ps) trend at end with suction alarms. Hemolysis began to resolve with decreased afterload. The cause of the hemolysis issue most likely patient condition related.